Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that during surgery to replace ipg, an impedance check revealed high impedances on the lead. The physician noted a "divot" approximately an inch or less from the lead tip at the port site, that was potentially due to the set screw placement. The system was explanted.